Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture ingress was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/28/2017 with the following findings: during investigation, moisture was observed on the display. A leak test was performed and a leak was identified at the display lens. The pump cover was opened and moisture corrosion was found on the printed circuit board, motor assembly, and vibration motor. No moisture was observed in the battery compartment.